Event description:
It was reported that the patient wearing pulse oximeter complained of a burning sensation from the device on the tip of the finger. When the device was removed, a blister was reportedly observed on the tip of the finger.

Manufacturer narrative:
All testing and inspections on the returned device by ascent healthcare solutions demonstrated that the device functioned properly with no adverse effects and no evidence of causes which may potentially result in a patient burn. Based on all tests performed by ascent indicating the device functioned properly, the complaint could not be confirmed. The device history record indicated that all inspections and tests were successfully completed and the device was working properly prior to release.